Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The following day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin injections(2 grams, frequency and route of administration not reported) and fortum injections (1 gram, frequency and route of administration not reported) for peritonitis. The cause of peritonitis was unknown. At the time of this report, the patient was recovered from the event of peritonitis. Pd therapy was ongoing. Additional information was not available.